Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with a depleted (B)(6) high energy alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. However, unit intermittently alarmed failed battery test after the battery insertion due to corroded battery tube. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, faded and stained serial number label, faded end cap address label, pillowing keypad overlay, stained keypad overlay, cracked retainer and the customer applying adhesive to the retainer. (B)(4).

Event description:
It was reported via phone call by the customer's sister that the customer passed away at home on (B)(6) 2019. The cause of death was unknown as the customer was found alone in the home. The customer¿s blood glucose was unknown at the time of death. Other health issues that could have contributed to customer¿s death was hepatitis, cirrhosis of the liver, alcohol abuse and hypertension. The customer was wearing the insulin pump at the time of death. Caller agreed to return the insulin pump for analysis. This report was created for the failure analysis results.